Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer's blood glucose was 160 mg/dl. Reportedly, the cartridge was changed to address the issue.